Event description:
It was reported that the programmer screen went black, and displayed an error code, when interrogating an implanted device for a final check and changing its polarity to adaptive. The power was cycled, but the error did not clear, and the programmer would not reboot. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event of an error message and boot up issues. The printed circuit board was found to be out of electrical specification. Concomitant medical products: product ID: 2067, programmer rf (radio-frequency) head. Product ID: 2290, pacing system analyzer. (B)(4).